Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 2000017031.

Event description:
It was reported that the patients ipg migrated and patient got a bruise. It was painful to palpitation without a focal point tenderness. Difficulty charging the ipg was also reported. The patient underwent an ipg replacement procedure and the physician opted to replace the leads as well due to high impedances that was found out during the procedure. The patient was doing well postoperatively and the explanted devices were discarded per hospital policy.